Event description:
It was reported that during a laser lithotripsy procedure to treat stones, the fiber broke and burnt out when it was screwed it into the laser. As a result of the connection issues, there was no energy and the fiber overheated. The fiber was replaced with a second fiber. The second fiber was also broken/fractured and was overheating. The second fiber was also broke in the body of the fiber near the connector. The connector had overheated. The fiber was replaced, and the procedure was completed using the third fiber. There was no injury to the operator and there were no patient complications. This report is for the second fiber.